Manufacturer narrative:
A1: patient identifier - updated. A2: age at time of event, unit of measure-age- updated. A3a: sex- updated. A3b: gender - updated. A4: weight, unit of measure - weight- updated. B5: describe event or problem- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a hematoma requiring medication occurred. During a pulsed field ablation procedure, a faradrive sheath was selected for use. Following the procedure, a patient noted that the left groin area was red and there was some discomfort in the area when standing or walking. It was also noted that there was what felt like a hardened lump underneath. The patient denied any discharge or bleeding from the area. The patient was started on doxycycline 100mg twice per day for five days and was recommended to use domeboro soaks. The device is not expected to be returned for analysis as it was noted that the devices were disposed. It was further reported that the palpable hardened lump at the left groin access site was not assessed or diagnosed by the site as a hematoma, and no additional clinical findings were noted. The site marked the relationship of the farapulse device to the adverse event as possible. The faradrive sheath was used on the left side, not the right side. The faradrive sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a hematoma requiring medication occurred. During a pulsed field ablation procedure, a faradrive sheath was selected for use. Following the procedure, a patient noted that the left groin area was red and there was some discomfort in the area when standing or walking. It was also noted that there was what felt like a hardened lump underneath. The patient denied any discharge or bleeding from the area. The patient was started on doxycycline 100mg twice per day for five days and was recommended to use domeboro soaks. The device is not expected to be returned for analysis as it was noted that the devices were disposed.

Manufacturer narrative:
Device technical analysis: the device was not returned; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the events of hematoma and discomfort are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported events of hematoma and discomfort are known inherent risks of the faradrive device. Hematoma and discomfort are an expected procedural complication addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a hematoma requiring medication occurred. During a pulsed field ablation procedure, a faradrive sheath was selected for use. Following the procedure, a patient noted that the left groin area was red and there was some discomfort in the area when standing or walking. It was also noted that there was what felt like a hardened lump underneath. The patient denied any discharge or bleeding from the area. The patient was started on doxycycline 100mg twice per day for five days and was recommended to use domeboro soaks. The device is not expected to be returned for analysis as it was noted that the devices were disposed. It was further reported that the palpable hardened lump at the left groin access site was not assessed or diagnosed by the site as a hematoma, and no additional clinical findings were noted. The site marked the relationship of the farapulse device to the adverse event as possible. The faradrive sheath was used on the left side, not the right side. The faradrive sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
D4: lot number, expiration date, unique identifier (UDI) # - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a hematoma requiring medication occurred. During a pulsed field ablation procedure, a faradrive sheath was selected for use. Following the procedure, a patient noted that the left groin area was red and there was some discomfort in the area when standing or walking. It was also noted that there was what felt like a hardened lump underneath. The patient denied any discharge or bleeding from the area. The patient was started on doxycycline 100mg twice per day for five days and was recommended to use domeboro soaks. The device is not expected to be returned for analysis as it was noted that the devices were disposed. It was further reported that the palpable hardened lump at the left groin access site was not assessed or diagnosed by the site as a hematoma, and no additional clinical findings were noted. The site marked the relationship of the farapulse device to the adverse event as possible. The faradrive sheath was used on the left side, not the right side. The faradrive sheath is not expected to be returned for analysis as it was disposed.